Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced recurrence of hernia defect extended through the neo-ring of the previous mesh, discomfort, cord lipoma, and adhesions. Post-operative patient treatment included revision surgery, hernia repair with new mesh, and mesh removal.